Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head would not recognize devices, that it gave no green lights. When a new head was used the programmer did work as expected. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head would not recognize devices, that it gave no green lights. When a new head was used the programmer did work as expected. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the radio frequency programmer head was returned and analysis confirmed the customer comment that the head would not recognize implantable devices and that it gave no green lights, and that the label was delaminated. (B)(4).